Manufacturer narrative:
Device was used for treatment, not diagnosis. Non conformance report (ncr) 3202943 was generated during inspection control step after anodization process due to cosmetic issue, 3 parts had some dents on the surface. The 3 parts were scrapped. This non-conformance is not relevant to the complaint condition since the dents on the surface have no relationship to the performance of the bending pliers. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a pectus repair procedure the surgeon was not satisfied with the bend that was achieved on the plate using the bending pliers. The surgeon felt the pliers produced a torsional bend to the plate, which was not wanted. The surgeon has reported that the post-operative result of the pectus repair was excellent with no harm to the patient. The surgeon and patient are reported to be very happy with the results. The event prolonged the surgery approximately 60 minutes. This is report 1 of 2 for (B)(4).